Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to inability to interrogate, low pacing lead impedance on rv lead was observed. The lead was capped and replaced successfully.